Event description:
Customer called reporting a button error alarm on her insulin pump. Her blood glucose is 91 mg/dl. There were no significant events leading to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarms noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, and scratched reservoir tube window.